Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient representative reported right side "painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced breast pain, severe pain from right shoulder/neck to right hand, tightness in right breast, thick scarring near right under armpit and bilateral breasts, capsular contracture in right breast, excruciating pain in joints, muscular twitching in right breast and shoulder, chronic ear infections/sinus infections/swollen lymph nodes in throat and neck, ringing in ears, chronic bloating and stomach discomfort, chronic and debilitating headaches, cognitive dysfunction and memory loss, stuttering, chronic fatigue, rashes on breasts, bruising and skin irritation, indentations to chest, skin irritations and redness on shoulders and chest, asymmetry, extreme hardening of breasts, seromas, double encapsulations, limited physical mobility, difficulty in daily activities such as showering, sitting, ambulating, working, and exercising, and diagnosis of idiopathic intracranial hypertension. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing.". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Additionally, healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.